Manufacturer narrative:
A ge oec svc rep investigated the issue and found the software had become corrupt. This was the third system corruption, so the rtos and gpos pcb were replaced as well as software re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge 9900 fluoroscopy system would not playback cine runs. Incorrect options appeared on right monitor.